Event description:
It was reported that the device was used for zenkers diverticulitis. On the first firing, the device locked onto tissue. While the stapler was on the tissue, the specimen was cut off on the lateral side of the instrument and sent it to pathology. They walked through the process to open the jaw, but they would not open. They used a spreader instrument that was on the sterile field and was able to ratchet the handles open, break the gun and opened the jaws. Once open, there was no staple line. They closed the opening with suture. The pt's condition was stable. The surgeon has two post-op concerns: there could potentially be a fistula and damage to the pt's voice due to the closeness of laryngeal nerve. Surgeon could have potentially sutured it due to the closeness of it. Rep and product director met with surgeon a few days later. The doctor said the pt is fine, a male. No additional info as we could not determine if it was a long load or some other issue, the device has been shipped back for analysis.

Manufacturer narrative:
Date sent: 09/16/2009. Info anticipated, but unavailable at this time.